Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer also reported nausea. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery alarm test due to the prime anomaly.